Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy procedure, the tip of the suture passer broke off when the needle pierced. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the tip of the suture passer broke off when the needle pierced. All broken parts were removed from the patient using barrel forceps. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture capture is missing from the upper jaw and was not returned. There are no other discrepancies. A functional evaluation showed that pulling the lever closes and locks the jaws. Pulling the lever and trigger simultaneously deploys the suture passer through the empty window of the closed jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include tissue thickness, damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.